Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had a red skin irritation that was expanding and was under the back therapy electrodes. The patient was reportedly using a cortisone cream as recommended by her doctor. Follow-up indicated that the rash was not getting worse and was about the same. The patient also advised that further follow up attempts were not necessary.